Event description:
Complainant said that company is the specifications developer/distributer of an implantable infusion port used in chemotherapy that they copied from another MFR's port. However, the company is using a silicone tube which is shearing and going into the heart. Reportedly, there have been many failures at several hospitals.